Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed critical pump error and pump error 35. Blood glucose was 148 mg/dl at time of incident. Customer stated that the insulin pump was exposed to moisture. Troubleshooting was completed. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. The customer will receive a replacement insulin pump and will return the one they currently use for analysis.

Manufacturer narrative:
Device was received with a broken force sensor was detected during seating or regular delivery and critical pump error alarm during testing due to moisture damage on the electronic assembly. Unable to perform the functional testing's including the self test, sleep current measurement, active current measurement, rewind test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error alarm.